Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported during knee arthroplasty that the femoral impactor pad fractured upon impaction with the femoral component. Another impactor was used to complete the procedure. No adverse events were reported as a result of this malfunction.